Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped.

Event description:
It was reported that externalized conductors were observed. No further information is available.